Event description:
It was reported that the patient was told to wait until the evening after her implantation to turn on her stimulation. When the patient tried to turn it on she received a power on reset (por) screen. The patient stated that her stimulation was not checked before she left the hospital. It was also reported that the patient never had therapeutic effect. The following day it was reported that the issue was resolved. Electro cautery was used after the battery was "dropped," therefore, erasing the programs. The patient was reprogrammed and the device was turned on. A "happy" solution was provided.

Manufacturer narrative:
Product ID 3889-28, lot # v157704, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).